Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported touchscreen calibration failure. There was no patient involvement. The manufacturer¿s service technician confirmed the reported touchscreen calibration failure issue. The manufacturer¿s service technician found that the touchscreen was out of the correct place where it was touched. The touchscreen was calibrated but the phenomenon persisted. Therefore, the touchscreen was replaced.

Manufacturer narrative:
G4: 11aug2020. B4: 27aug2020. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.